Event description:
Additional information was provided from an additional esrd death certificate and clinic response.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler and the patient¿s cardiac arrest and subsequent death. The esrd death notification stated the patient¿s cause of death was due to cardiac arrest/hypertension due to (or as a consequence of) esrd. Although the patient was connected to the liberty select cycler at the time of their death, there is no allegation or objective evidence indicating a liberty select cycler product deficiency or malfunction was associated with the serious adverse event. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. Therefore, based on the totality of the information available, the liberty select cycler can be disassociated from the event as there is no allegation or objective evidence of the machine failing to perform as expected in relation to the event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer service that a peritoneal dialysis (pd) patient passed away on the liberty select cycler. Upon follow-up, the pdrn stated the patient had a past medical history including unspecified cardiac disease, congestive heart failure and cancer of the kidney. The pd treatment data was reviewed by the pdrn. The data indicates the patient completed therapy and no alarms or issues were noted. The pdrn reported the nephrologist stated the patient¿s cause of death was due to cardiac arrest and was unrelated to pd therapy or any fresenius device, drug or product. The death notification provided listed primary causes of death were cardiac arrest and hypertension due to (or as a consequence of) the patient's end stage renal disease (esrd). The manner of death was identified as, natural.